Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was not working. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device had holes in the hose, loose crimps on the well housing, the crimps on the pressure release valve (prv) had been pulled away, and the housing and swivel were loose. Therefore, the reported condition was confirmed. It was determined that the holes in the hose by the muffler were indicative of pulling on the hose instead of the muffler to disconnect it from the autolube. It was determined that the loose crimps were from excessive force pulling the hose. It was determined that the housing and swivel were loose because of loctite deterioration. The device showed signs of damage that was caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.